Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02488-1. The following report is being voided due to the patient's revision being due to a non device related bone fracture and infection.

Event description:
It was reported that the patient was revised due to a non device related bone fracture and infection due to a fall.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02488. Medical products: item#: unknown, unknown humeral component; lot#: unknown customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right elbow surgery on an unknown date for an unknown reason. Subsequently, the patient had a right elbow revision surgery approximately two (2) and a half weeks ago for an unknown reason.